Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0211023811, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer got the surgery due to urine frequency with dysuria. The wound healed slow and the lead got ¿explosure.¿ the doctor thought the possible reason was that the consumer was too thin. The doctor gave anti-infective treatment on wound and re-sutured. The consumer was in stable condition.

Event description:
Additional information clarified that the consumer¿s lead was exposed because of the consumer¿s own conditions, which involved postoperative infection, and had been fixed by the doctors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.